Manufacturer narrative:
Manufacturer's report date: 08/06/2014. (B)(4). No product will be returned per customer. The customer's complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported the device did not alarm for occlusion. A cicu patient woke up because the medication was not infusing. During troubleshooting, the nurse noted the IV was occluded by the syringe module did not alarm for occlusion. No additional patient or event information was provided.